Event description:
The customer reported having no delivery alarms. Troubleshooting was performed. Ran a fixed prime test and the insulin pump did not deliver 5.0 units properly. Advised the customer to remove the reservoir and disconnect the infusion set. Verified that the insulin is clear, and the tubing has no kinks or bends. Instructed the customer to re-install the plunger on the reservoir and push the insulin. The customer stated that the insulin exits when she pushes the plunger. Ran a fixed prime test again and the insulin did exit. Two days later, the customer called back and reported being hospitalized due to high blood glucose. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.